Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a proximal femur fracture needed proximal femur nailing surgery which the surgeon used the proximal femoral nail antirotation (pfna). When surgeon went to perform the blade insertion the blade missed the nail and became posterior to the nail. Surgery was delayed as the blade was struck. The connecting screw for the nail had to be loosened in order to release the tension on the blade protection sleeve. A new blade was inserted with no issue. Patient outcome was reported to be optimal and there was a total of a five (5) minute surgical delay. There is no further information provided at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.